Event description:
The customer called and reported a motor error alarm was received on the insulin pump during rewind. There were also motor errors in the alarm history. Customer's blood glucose was reportedly within normal range. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.